Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose and or flush motor support disk. The device had cracked case at display window corners, reservoir tube lip, cracked battery tube threads, minor scratches on display window, and broken belt clip slot.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.